Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed. The pcu event log showed the source pump module was programmed to infuse insulin 100unit in 100ml at 500ml/hr at 1:20 am. This rate exceeded the guardrails hard limit and the user had to reprogram. The user then entered 40ml/hr for the rate and started the infusion after selecting yes to the guardrails warning. The infusion ran at this rate until the device alarmed for air in line at 1:21 am. At 1:29 am, the user changed the rate to 0.5ml/hr. At 1:32 am, the infusion was paused and restarted. At 1:34 am, the device was channeled off and subsequently removed from the system. The volume recorded as being infused during this period was 0.333ml. The root cause of unregulated flow was not identified, unregulated flow cannot be determined from the device log. Devices not received, log review only.

Event description:
The customer reported a patient was receiving an insulin infusion intended to run at 0.5ml/hr. That was instead observed to be rapidly infusing. It was noted that the pause button did not stop the infusion and the IV set was immediately disconnected from patient. The infusion was stopped before the medication reached the patient and there was no patient harm.